Manufacturer narrative:
The last calibration was done on (B)(6) 2021 and was acceptable. The qc recovery was in range on the date of event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable elecsys toxo igm immunoassay results for six patients with the cobas e 801 module serial number (B)(4) compared to an unspecified cmia method. On (B)(6) 2021 sample ID (B)(6): the elecsys result was 1.1 coi (reactive). On (B)(6) 2021 the cmia result was <0.5 index (non-reactive). On (B)(6) 2021 sample ID (B)(6): the elecsys result was 3.67 coi (reactive). On (B)(6) 2021 the cmia result was <0.5 index (non-reactive). On (B)(6) 2021 sample ID (B)(6): the elecsys result was 2.26 coi (reactive). On (B)(6) 2021 the cmia result was <0.5 index (non-reactive). On (B)(6) 2021 sample ID (B)(6): the elecsys result was 0.93 coi (borderline). On (B)(4) 2021 the cmia result was <0.5 index (non-reactive). On (B)(6) 2021 sample ID (B)(6): the elecsys result was 1.06 coi (reactive). On (B)(6) 2021 the cmia result was <0.5 index (non-reactive). On (B)(6) 2021 sample ID (B)(6): the elecsys result was 2.06 coi (reactive). On (B)(6) 2021 the cmia result was <0.5 index (non-reactive). The questionable results were not reported outside of the laboratory.